Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Buttons were tested while navigating the menus and no unresponsive buttons were noted during testing. No frozen screen was noted during testing. Unit was downloaded successfully using thump software for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the time of the customer's call. Pump error 68 was found in adapt on 09/13/2025 20:05:04.000. Line=691 file=39. Per engineering software log investigation, pump error 68 was due to pump losing power without safe shutdown, isolate to electronic assembly. Additionally, stuck key alarms were found in adapt on 09/13/2025 17:41:20.000 through 09/13/2025 18:11:20.000, with a total of 3 alarms noted. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 2.0 received the lowbatteryalert (104) on 08/29/2025 20:41:00 after more than 7 days at 18.15 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unit passed displacement test, sleep current measurement test, active current measurement test, and self test. No unexpected alarms were noted for pump error 68, unresponsive keypad buttons, or any battery anomaly alarms. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. Unit was cut open and a visual inspection on connectors and electronic assemblies was performed. Corrosion was noted keypad flex connector gold traces and moisture damage was found on electronic assembly. Isolate to electronic assembly. Unit was received with the following cosmetic damages: keypad overlay texture damage, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations with failed battery alarm, keypad anomaly, and frozen screen were not confirmed when unit powered on successfully, buttons were responsive upon testing, and the baat tool confirmed the customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, customer allegations with pump error 68 were confirmed when pump error 68 was found in download history records. Additionally, corrosion was noted on the keypad flex connector gold traces. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 68(trace pointers are invalid), stuck button alarm, and battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the battery failed alarm, and the customer stated that no damage to the battery cap or compartment. Troubleshooting was performed for the keypad anomaly, and the customer was unable to clear the alarm. Troubleshooting was performed for the pump error, and the customer was unable to clear the alarm. Troubleshooting was performed for display issues, and the customer reported a frozen display. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.